Event description:
It was reported that this patient received two inappropriate shocks. A follow up took palace and automatic set up was performed. The devices conditional zone cut-off was increased. The deice remains implanted. No adverse patient effects were reported.